Event description:
Hospital technicians reported empty internal battery. The c2 was on power while onsite at hospital. Device was shipped to warehouse in may 2023 and shipped to distributor in oct 2023.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm for a system malfunction with low co. Visual inspection of external components found no abnormalities. Visual inspection of internal components found debris on the pressure regulators, right adapted elbow, right vacuum. Data and visual inspection of internal battery found no abnormalities. Driver failed functional testing for acceptance at incoming inspection due to low cardiac output. Internal emergency battery passed incoming inspection 10-minute test without issue. Customer complaint was not replicated. Unrelated to the complaint, a known functional pressure sensor pcba was installed to address the out of specification co. A 48-hour observation run was performed and driver functioned without issue. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported "empty internal battery" was unable to be determined. No evidence of a device malfunction was found specific to the complaint. Failure investigation identified an unrelated issue causing out of specification cardiac output; the root cause was determined to be a nonconforming pressure sensor board. No other test failures or damage was identified during investigation that could have contributed to the reported complaint. Device was not in patient use at time of event. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Hospital technicians reported empty internal battery. The c2 was on power while onsite at hospital. Device was shipped to warehouse in may 2023 and shipped to distributor in oct 2023.